Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule fell off into the pt's mouth. It was noted that the trocar needle protruded from the top portion of the capsule. No serous injury to the pt was reported.

Manufacturer narrative:
.